Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's current blood glucose is 498 mg/dl. The customer did experienced the symptoms such as nausea. The customer was treated by bolus with pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.